Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5524m implantable pacing lead (B)(6) 1994; 284-05 competitor implantable pulse generator (ipg) (B)(6) 1994. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) leads both showed noise on the electrogram along with mirror like images. There was also noted a slight increase in thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.